Manufacturer narrative:
The steerable guide catheter mentioned in b5 and d10 is filed under a separate medwatch report number. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. When the physician advanced the steerable guide catheter (sgc) into the left atrium, they found that the tension of the sgc knob was very intense and could not be bent smoothly, so they withdrew the sgc. When operating the clip delivery system (cds), they found that the m knob could not maintain the curvature and there was a rebound phenomenon. No clip was implanted, and the procedure was aborted.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported unintended movement associated with knob slippage and the positioning failure associated with tip deflection issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided and the returned device analysis (unable to confirm the reported issues), a cause for the reported knob slippage and tip deflection issue cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.